Event description:
It was reported that during a remote follow up, right ventricle (rv) loss of capture was noted. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.